Event description:
It was reported that a perforation occurred when a dislodged lead was being repositioned. The perforation was managed by drainage, and the lead remains in use. No further patient complications have been reported as a result of this event.